Event description:
I just received a new partial plate replacing my two front lower teeth. It caused my lip to get sore where it contacts the plastic pink color that covers the gum in front below the teeth. I looked though a magnifying glass looking for a rough spot I could polish and was horrified to find tiny hairs embedded in the plastic material and sticking out of it. If possible I will attach some many times larger photos of the plastic teeth. I just don't know what to do. If these are animal hairs this seems dangerous. I have magnified electronic photos I can send showing the embedded hair and some sticking out of the plastic teeth. Dr. (B)(6).